Event description:
It was reported that post implant, it was noted that the atrial lead had dislodged. The pocket was reopened; the lead was explanted and replaced. The patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).